Event description:
Healthcare professional reported that a patient was injected with 0.25cc juvederm vista volbella xc under both eyes. Seven months later, patient developed swelling. Patient was prescribed oral antibiotics. One week later, patient developed a lump that was found upon palpitation of area and was treated with hyaluronidase. Four days later, patient developed redness with lump. Patient was prescribed a month's dosage of tranilast®. Four weeks later, patient developed swelling, pain, and redness. Patient was prescribed cephem® for 5 days and was treated with hyaluronidase. Eighteen days later, pain developed under right eye. Patient was prescribed another one month of tranilast®. One week later, swelling developed under left eye. Patient was treated with hyaluronidase. Three days later, redness under eyes persisted. Patient was prescribed oral prednisolone acetate for one week. Per healthcare professional, "there is possibility that the symptom was small foreign body granuloma as the lump can not be solved with the injection of hyaluronidase." Biopsy was not provided. Patient did not return to clinic for further treatment. Symptom resolution unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.